Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump alarmed compromised force sensor system. Also, the customer is unable to reset reservoir. The customer's blood glucose was unknown. The drive support cap is sticking out. The insulin pump alarmed during seating force sensor, did not detect the reservoir. The customer was advised the insulin pump will be replaced.